Manufacturer narrative:
Device evaluation the affected device is not expected to return for investigation. The evaluation is in process. A follow up report will be submitted when the investigation has been completed.

Event description:
The user reported that at the end of an endovascular aneurysm repair the wire became damaged and was unable o be removed from the proglide closure device. After removal of the proglide device the wire could not be removed. The user noticed that the polyurethane jacket was damaged. An exploratory cutdown of the vascular access site was performed to suture the access site closed and remove the wire. The access site was manually sutured to obtain hemostasis. The customer could not confirm that all of the polyurethane jacket was present on the wire after removal from the patient. No further harm or injury to the patient was reported.

Manufacturer narrative:
One device was returned for evaluation. The device was visually examined and damage to the plastic jacket was observed. The complaint is confirmed. The root cause of the damage to the wire could not be confirmed. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.